Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2 was not confirmed due to lack of sample. The cause was determined to be a loose connection and air was introduced at the loose connection. The batch review was performed on lot (h11a23015) with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), during drain 2 on the homechoice (hc). The technical services representative (tsr) instructed the home patient (hp) to cycle the power on the hc and the alarm cleared. The tsr advised the hp to start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported the patient line had disconnected from the transfer set while sleeping which caused the alarm. The hp was unsure how this happened. The hp discarded the supplies. The hp started over with new supplies and resumed therapy. No patient injury or medical intervention was reported.